Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had been hospitalized with a hyperglycemic event. The reporter stated that the patient had a blood glucose of 30 mmol/l with symptoms of urination, nausea, and drowsiness. The patient was treated with intravenous fluids and insulin via injection while at the hospital. The patient had stopped pump therapy at the time of the call. The reporter reviewed the pump history with a customer technical support representative and found that the basal history was accurate. The bolus history was found to be off. The reporter stated that the patient had a fever at the time of the hospitalization, and that there might have been ¿other things¿ going on. The patient¿s healthcare provider wanted the pump to be replaced. This complaint is being reported based on the allegation that the patient was hospitalized for a hyperglycemic event with the pump being a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: the delivered boluses in the pump's history matched the total daily dose of insulin history. The pump was exercised for 24 hours with no issues observed. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated. Unrelated to the initial allegation, the pump had no audio tones due to misaligned pizeo contacts. The battery compartment was found to be cracked.